Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, when the customer opens the jaws of the 8mm medium-large clip applier instrument to release the clip, the clip gets caught in one of the jaws. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to remove the clip. When the surgeon closed the jaws of the medium-large clip applier, the clip disengaged from only one jaw and remains attached to the other. The issue was not related to the clip applier jaws remaining static or not moving. No unexpected motion was experienced. There was no issue related to the clip opening after closure of the clip. The clip applier was on its 1st clip application. There is a video attached for isi review.